Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported drivers were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two t8 stick fit hexalobe driver (part number 80-0759, batch numbers 564223 and 597180) were returned for evaluation. The returned drivers were examined under magnification. One driver (part number 80-0759, batch number 564223) showed no signs of wear and engaged with a screw. The second driver (part number 80-0759, batch number 597180) had a broken tip. It cannot be determined at what point the driver broke. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined

Event description:
2 of 3 it was reported during a removal surgery that the surgeon broke the driver tip. The screw was removed using a carbide drill from another company. The surgery was completed after a 30-minute delay. There were no other adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00068 through 3025141-2024-00070.